Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had kinked tubing. The following information was provided by the initial reporter: while on-site for review of concerns with IV set reference #10802688 it was reported to me that several of this particular IV administration set had a noticeable "kink" just below the drip chamber that appeared to be fused together not allowing free flow of IV fluid down the line.